Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.4, lab: 2.8. Caller used last strip in box, lot unknown. "Caller alleged imprecision with inratio meter. Results as follows:" 4.3, 5.1. On (B)(6) 2011, inratio inr = 4.3, 5.1 (lot 262184) - no lab comparison done, but results were unexpectedly high. Therapeutic range 2.5-3.5 for mechanical heart valve.

Manufacturer narrative:
Investigation pending.